Event description:
A 2.5mm diameter x 12mm length s660 stent delivery system was inserted for treatment of a severely calcified stenosis in the distal proximal circumflex coronary artery in 2003. The stent delivery system was unable to advance to the lesion and the delivery system was pulled back. Upon removal of the sds, the stent dislodged in the left main coronary artery and the delivery catheter subsequently broke in two pieces. Both the stent and delivery catheter were retrieved from the pt with use of a snare device. The lesion was treated with a ptca balloon only. It is unk at what location the catheter detached as the device was not returned and there is no further info available. No clinical sequelae were reported and the pt is reported to be fine.